Event description:
Pt hypoglycemic and needing d10 bolus. No drips noted in chamber. Reloaded IV tubing and it was dripping however when infusion complete alarmed, 1/2 bag of d10 remained. Pump taken out of service, service request put in and submitted case call.